Event description:
Pt was rec'd an injury during an electrotherapy treatment.

Manufacturer narrative:
This alleged incident is currently under investigation. Future results and findings will be communicated to the MDR group via the form 3500a.